Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user applied a new libre 3 plus cgm sensor but paired it to the abbott app, which prevented connection to the ilet app because the sensor can connect to only one mobile device; the user switched to bg run mode and planned to obtain test strips and inquire about an additional sensor at the pharmacy. Symptoms included no reported adverse clinical effects. Outcomes included use of fingerstick blood glucose for ilet operation. Investigation included technical troubleshooting and user education regarding device connectivity and operating mode. Investigation of this case revealed the sensor was already in use by another device, which is consistent with expected device behavior. It was concluded that the event was due to use error regarding sensor pairing and not a malfunction of the ilet system or the sensor.